Event description:
It was found during investigation that the reported frequent primary audible alarms experienced by the pump were confirmed though logs. There was no patient involvement, and no patient harm.

Manufacturer narrative:
One suspect pump was repaired in field. Upon reviewing the event history log (ehl), the reported error code was noted. Visual and functional tests were performed on the returned device. The probable cause of the reported problem is interconnect printed wire assembly (pwa). The interconnect board was replaced. The device passed all verification tests after the repair.